Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted left ventricular (lv) lead dislodged during catheter slitting. The lead was removed and a new lead was inserted but the new lead also dislodged. The lead was removed and a third lead was ultimately implanted. No patient complications have been reported as a result of this event.